Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019/2019 that on (B)(6) 2019, a loss of connection occurred for an unknown length occurred. Data investigation completed on (B)(6) 2019 confirmed a loss of connection greater than an hour. The probable cause was determined to be no communication ¿ gap in logs. No additional event or patient information is available.